Manufacturer narrative:
The exact event date was not provided, therefore the date 11/01/2024 was used as estimate, as it was reported that the device issue started approximately in november 2024.

Event description:
It was reported that this inflatable penile prosthesis (ipp) pump was blocked; therefore, a surgical procedure was performed, during which the ipp was removed and replaced. No patient complications were reported.

Manufacturer narrative:
The exact event date was not provided, therefore the date 01/01/2025 was used as estimate.

Event description:
It was reported that this inflatable penile prosthesis (ipp) pump was blocked; therefore, a replacement surgery was scheduled. No patient complications were reported.

Manufacturer narrative:
The exact event date was not provided, therefore the date 11/01/2024 was used as estimate, as it was reported that the device issue started approximately in november 2024. Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. Both cylinders were microscopically inspected and tested for leaks. Wear at fold in the middle, proximal and distal end of each cylinder was noted, but no leaks were identified. The pump was microscopically inspected, leak and functionally tested. Its kink resistant tubing (krt) were found to be worn to the filament; additionally, the pump did not pass activation test during functional examination. The component passed the leakage evaluation. The reservoir was microscopically inspected and tested for leaks. Wear at a fold in its shell was noted, along with a hole and a leak at the corner of a fold. Based on the information available and analysis results, the leak identified in the reservoir could affect product performance, and additionally, the pump not passing the functional inspection could have caused or contributed to the reported clinical observation of pump blocked.

Event description:
It was reported that this inflatable penile prosthesis (ipp) pump was blocked; therefore, a surgical procedure was performed, during which the ipp was removed and replaced. No patient complications were reported.